Event description:
Caller reported a cgm error 42 associated with their device. There was no adverse impact to the customer¿s blood glucose level. Customer successfully resolved the issue after receiving guidance to reset the pump and started a new sensor session without encountering the error again.